Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no unexplainable power reboots were recorded. The battery compartment was intact; no damage was observed. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours and with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. The intermittent power issue was not able to be duplicated during investigation.